Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that delivery wire detachment occurred and a segment of the device remained inside the body. A 2mm x 2cm idc was selected to treat the target lesion located in the mildly tortuous hepatic artery. After the deployment of the interlock detachable coil, the physician attempted to remove the delivery wire from the patient, however, it came in contact with the vessel and could not be removed. The physician used torque but the device could not be released. Then he strongly pulled the device and the device got detached in the marker section and a segment of the device remained inside the patient's body. The procedure was completed with this device. The patient is being monitored and was not scheduled for another procedure.

Manufacturer narrative:
The device was returned for analysis. A pusher wire and dispenser coil were returned. A visual inspection was performed. The pusher wire was found to be broken at the distal end, at the mid solder joint and dried blood was present. The dimensions that could be measured were found to be in specification. The distal end of the pusher wire was broken at the mid solder joint and the remaining broken pusher wire including the interlocking arm was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that delivery wire detachment occurred and a segment of the device remained inside the body. A 2mm x 2cm idc¿ was selected to treat the target lesion located in the mildly tortuous hepatic artery. After the deployment of the interlock detachable coil, the physician attempted to remove the delivery wire from the patient, however, it came in contact with the vessel and could not be removed. The physician used torque but the device could not be released. Then he strongly pulled the device and the device got detached in the marker section and a segment of the device remained inside the patient's body. The procedure was completed with this device. The patient is being monitored and was not scheduled for another procedure.